Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the complaint description: "pump infused rahime medicine faster than time predicted on the display."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Investigation: through visual inspection of the equipment, natural signs of use were observed. Based on the equipment's usage history, it was verified that on (B)(6) 2024, the user programmed a flow rate of 30 ml/h with a volume of 30 ml to be infused in 1 hour, starting at 05:35 and ending at 06:32. Additionally, we identified that the total infused volume was 28.53 ml, which is consistent with the infusion time. No errors were found in the infusion time. The equipment was subjected to a functional performance test, using the last programming set by the user of 30 ml/h flow rate with a volume of 30 ml to be infused in 1 hour, to check for possible infusion errors. The functional test results showed that the equipment is infusing accurately within the programmed time, thus not confirming the complaint. All information was recorded in a global customer complaint database and will be used for trend analysis.